Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. The reported patient effect of death is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported death and the relationship to the product, if any, cannot be determined. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Literature attachment: article titled: "ultra-low thickness bio-degradable polymer vs durable polymer everolimus eluting stents ¿ a 24 month clinical follow-up study" the additional patient effects reported in the article are captured under separate medwatch report. B2: estimated date b3: estimated date d4: the UDI number is not known as the part and lot number were not provided. D6a: estimated date.

Event description:
The article compared the ultrathin-strut bdp-ees (eternia) with the dp-ees (xience) over 24 months. Adverse events associated with the xience stents include cardiovascular death, myocardial infarction, target lesion revascularization, and stent thrombosis. The article concluded the ultrathin-strut bdp-ees (eternia) showed safety and efficacy comparable to the dp-ees (xience), despite use in older patients with more chronic total occlusions. Both stent platforms appear effective, though longer follow-up is needed to confirm the potential benefits of bdp-ees. Details are listed in the attached article, titled " late thrombosis of first-generation bioresorbable scaffold site treated with novel resorbable magnesium scaffold.¿ no additional information was provided.